Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
No product being returned for eval. The customer indicated that troubleshooting efforts in house isolated the failure of no audio to the speaker assembly. The customer has elected to order replacement parts for in house repair. Info has been added to the database for trending purposes.